Event description:
It was reported, gamma nail implanted in 2008, / subtroch fracture, right after a fall / six months later, wound infection - treatment with antibiotics - healing / two months later, breakage of 1 locking screw / one month prior, breakage of 2nd locking screw / nail breakage.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report. Same patient event as MDR 9610622-2008-00276 and MDR 9610622-2008-00278.